Event description:
The customer reported via phone call that the customer had low blood glucose level of 43 mg/dl. Customer had high blood glucose level of 500 mg/dl. Customer stated that the insulin pump was working as designed. Customer will discontinue use of the device

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.